Manufacturer narrative:
The serial number, UDI and manufacturing date details were kept blank since the given asset information found to be es server. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system had database "bloating" problem (records meeting/exceeding limit of memory and db capacity). The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.